Event description:
Beckman coulter inc. (Bec) contacted this customer on (B)(6) 2011 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive troponin (accutni) results. The customer was requested but declined to provide specific patient data. The erroneous results were not reported outside of the laboratory and there was no report of injury or change to patient treatment attributed or connected to this event. The customer has an accutni patient sample repeat analysis procedure which includes re-testing all higher than expected accutni samples on an alternate instrument prior to releasing results outside the laboratory.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. The unit is currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event.